Event description:
According to the reporter: the pt underwent surgery for laparoscopic ventral hernia repair over a month ago, but returned complaining of pain and discomfort. During the surgery, a parietex pco 3020 mesh was used to cover the 22x14 cm hernia identified in the pt. Suturing was used to secure the mesh in place, and then the absorbable tacks were used to fixate the mesh. It is unclear if the entire suturing was removed or not after reviewing the dictations from the surgery. CT scan imaging done recently shows the hernia has returned 100% and the mesh was not held by the tacks. The pt has been scheduled for an additional surgery to resolve the issue. No further details has been provided including pt sex and weight.

Manufacturer narrative:
Initial report submitted: 08/07/2008.